Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as red and itchy under the electrodes on the right side with no open areas. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed nystatin for the skin irritation as well as temporary removal of the lifevest. Follow up indicated that the skin irritation improved.